Event description:
It was reported that the implant of an ams700 inflatable penile prosthesis was replaced due to fluid loss; the entire system was replaced. It was reported that there were no complications with the patient.